Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming a ¿unable to update timing¿ message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6). A getinge representative stated that melody rn called reporting an ¿unable to update timing¿ message on a cardiosave. She reported the patient is post CABG, mitral valve replacement, pulmonary edema and on ECMO/ecls. I reviewed the reasons the pump would have the message present and the option of switching to semi-auto mode with timing indicators at the midpoint. She was extremely grateful for the assistance today. However, she did refuse to give any information of the pump or patient to me. She was adamant that she would not give any information due to the fact the pump was operating as designed/expected. She again thanked me for the assistance and the call ended. There was no other information was received. If any new information received the complaint will be reopened and updated it.

Event description:
N/a.